Event description:
According to the literature, a case presentation described the event of a capsule aspiration in a 69 year old man with chronic bronchitis and emphysema. Upon swallowing the capsule, the patient immediately experienced coughing and chest tightness. The patient¿s physical examination revealed decreased inspiratory sounds and expiratory wheezing in the central part of the right lung. The ce image showed a real-time recording of the tracheal cartilage ring and the patient¿s airway. The patient underwent general anesthesia using a laryngeal mask airway for ventilation support for a bronchoscopy with removal of the capsule with a snare. The capsule was then endoscopically placed in the duodenum. The patient recovered well and completed the video capsule endoscopy the following day.

Manufacturer narrative:
Capsule endoscopy aspiration and respiratory physician's treatment insights: a case report and literature review / yinxue zhou, hongmei wang, min zhuang, hua liu, lijie qi, lingyun zhang and jiaxing sun / front. Med. 11:1442245. Doi: 10.3389/fmed.2024.1442245 / published 28 november 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.